Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. The device found no issue with not deliver medication during testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device does not deliver medication. It is unknown if there was a patient involved during this event.